Event description:
Physician reported an ectopic pregnancy of a patient following essure micro-insert implantation (date of procedure unknown). Patient had an hsg and was told that her fallopian tubes were occluded. Pregnancy was successfully terminated using methotrexate. Physician reported that the patient is doing well following treatment.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.